Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: orthopedic salvage system tibial baseplate, cat#: 150424 lot#: 974950. Orthopedic salvage system resurfacing femoral, cat#: 150352 lot#: 941070. Orthopedic salvage system stem, cat#: 150364 lot#: 303240. Orthopedic salvage system stem, cat#: 150372 lot#: 548910. Orthopedic salvage system tibial bushing, cat#: 150476 lot#: 850530. Orthopedic salvage system femoral bushing, cat#: 150477 lot#: 610600. Orthopedic salvage system reinforced yoke, cat#: 150493 lot#: 226980. Orthopedic salvage system axle, cat#: 150480 lot#: 315210. Orthopedic salvage system locking pin, cat#: 150478 lot#: 744550. Optivac vacuum mixing system, cat#: 417200 lot#: 0000962085. Cobalt bone cement, cat#: 402439 lot#: 897490. Cobalt bone cement, cat#: 402439 lot#: 624190. Flat fan blade, cat#: 506119 lot#: 926199. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10053. 0001825034-2017-10054. 0001825034-2017-10055. 0001825034-2017-10056. 0001825034-2017-10057. 0001825034-2017-10058. 0001825034-2017-10059. 0001825034-2017-10060. 0001825034-2017-10061. 0001825034-2017-10062.

Event description:
It was reported that the patient was revised for unknown reasons. Attempts have been made and no further information has been provided.